Event description:
It was reported that a user experienced recurrent low glucose while using the ilet, including an event after exercise, and elected to initiate a product return after education and troubleshooting were completed. Symptoms included blurred vision and weakness consistent with hypoglycemia, which the user treated with oral glucose tablets and fruit. Outcomes included self-treatment without emergency care or hospitalization. Investigation included review of the reported events and user-provided blood glucose information, along with customer support troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that a return would be processed at the user¿s request due to hypoglycemia with undetermined cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.